Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was treated with vancomycin injection (2gm, intraperitoneal), ceftazidime injection (1gm, intravenous) and gentamycin injection (250mg, intravenous) for peritonitis. A day after the event onset, the patient was hospitalized for the event. On an unknown date, the patient was transferred to hemodialysis (thrice a week). At the time of this report, the patient was discharged and recovered from the event. No additional information is available.